Event description:
It was reported that the pt received a durom acetabular component 50/44 code j on an unk date on the right hip and underwent a revision surgery on (B)(6) 2013 due to pain and adverse tissue reaction.

Manufacturer narrative:
The MFR did not receive devices for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. Based on an extensive investigation of events reported from several user facilities outside the u.s., zimmer identified that the most probable cause for the outcome observed was a loose or unstable cup that resulted from use of surgical technician not consistent with the MFR's recommendations. As a corrective action, a retraining program for users outside the u.s. Was initiated in november 2009 and reported to the national competent authorities as required. The durom cup reported in this case is not marketed in the u.s. A similar cup, compatible with the metasul ldh femoral head, is cleared in the u.s. And a corrective action for this product was reported to the FDA in july 2008 as correction z-2415/2426-2008. Since the implant date is unk we consider that this case is related to the issue for which zimmer implemented a correction in july 2008. Zimmers reference number on this file is (B)(4).